Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent ventral incisional hernia at the umbilicus thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was dissected. A composix kugel mesh was placed into abdominal cavity and secure it with protack.¿ (B)(6) 2007 - patient was diagnosed with seroma, wound, thereby underwent open repair with implant of one synthetic mesh explant of composix kugel mesh. Per operative notes, ¿hernia sac was dissected. Composix kugel mesh was removed entirely. Synthetic mesh was placed and secure it suture.¿